Manufacturer narrative:
(B)(4). One user interface printed circuit board (pcb) was received for evaluation. Visual inspection found no anomalies. The component was attached to a failure investigation test ventilator for analysis, and successfully powered up. Tests and calibrations procedures were run successfully without any errors. Additionally, the unit ran successfully in ventilation mode for 42 hours, and a review of the ventilator diagnostic logs revealed no errors or alarms during the run in period. The customer reported malfunction was not verified.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator display became inoperative. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.